Event description:
Allegedly, the unit will not come of standby and emits a green light. It is further reported that the unit has been re-booted 3 times and occurred twice in 24 hours. No adverse consequences reported.

Manufacturer narrative:
Additional information will be provided once investigation is completed.